Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. During lead repositioning, the helix was unable to extend. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and bent consistent with procedural damage. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. Helix mechanism test could not be performed due to as received bent/stretched helix. The cause of the reported event of helix mechanism issue was isolated to the bent/stretched helix and over torque of the inner coil. During electrical testing the lead was shorting due to procedural damage at the proximal region of the lead. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.